Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: zimvie did not receive one (1) ioss411, (osseotite certain implant 4 x 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2016070089. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016070089 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: medical: allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and material selection. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
On (B)(6) 2023, under antibiotic coverage, two identical and adjacent implants were placed in the posterior jaw with excellent primary stability. Two days after the intervention, the patient feels unwell (possibly an allergic reaction) and, following the advice of the primary physician, discontinues antibiotic intake. After a month, the patient returns with abscess-like symptoms, and one of the two implants is mobile in an expulsion phase. The doctor reports pain. The doctor confirms that the procedure was not completed by placing another implants. Dental position affected: #46.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates k063341, osseotite® certain® implant 4 x 11.5mm, lot number: 2016070089.